Manufacturer narrative:
The customer was sent a replacement device under warranty. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the customer¿s device audio prompts were choppy and unable to understand. Without voice prompts, the user would not be able to use the device properly on a patient if needed. There was no patient use associated with the reported event.